Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there are air bubbles in the reservoir. Customer's blood glucose was 129 mg/dl at the time of incident. Troubleshooting found that the customer wears the pump upside down to prevent air bubbles. Customer was advised on proper usage. No further details given.